Manufacturer narrative:
Additional, corrected and/or changed data: b.1, b.2, d.3, e.1, g.1, g.2, h.2, h.6, h.11. Reason for complaint: "21g needle from fill kit is extremely dull making it difficult to fill tissue expanders in clinic".

Event description:
Healthcare professional reported "21g needle from fill kit is extremely dull making it difficult to fill tissue expanders in clinic". This record is for unknown side. The devices status is unknown.

Event description:
Healthcare professional reported "21g needle from fill kit is extremely dull making it difficult to fill tissue expanders in clinic". This record is for unknown side. The devices status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Healthcare professional reported "21g needle from fill kit is extremely dull making it difficult to fill tissue expanders in clinic". This record is for unknown side. The devices status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.